Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was watching television, became dizzy and passed out due to hypoglycemia. The patient's daughter checked the patient's blood glucose when the patient passed out and it was 34 mg/dl. The patient's daughter called 911 and the patient was transported to the hospital. At the hospital, the cgm was 144 mg/dl and the bg was 44 mg/dl. The patient was treated with sugar syrup and was in the hospital for 8 hours. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.